Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that two months following an intraocular lens (iol) implant procedure, the lens was explanted for the reason patient adaptation issues and unrealistic expectations. Additional information was requested and received.